Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Pt was in treatment for approximately one minute and blood leaked into the hensen port. The leak was visually observed and the machine alarmed. Estimated blood loss was 240cc's. Pt had no ill effects. Sample is available.